Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per the tandem user guide: "always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery." Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. A supply change was performed resolving the occlusion. During troubleshooting with tandem clinical support, it was found that the customer loaded cold insulin into the cartridge and that the customer was not performing the proper air removal techniques. Customer¿s blood glucose level ranged from 175mg/dl to 403 mg/dl.